Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what was the date of the initial procedure? Were there any issues noted with device performance during surgical procedure? Was the cause of death confirmed? Will an autopsy be performed? What was the patient bmi and comorbidities? Additional information received: the sales rep indicated the patient had several co-morbidity issues, such as high bmi and sleep apnea.

Event description:
It was reported that the doctor performed a duodenal switch using a plee60a endocutter, completed the procedure successfully, but the patient died three days after the procedure. No other information is known at this time.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received : per a conversation with the surgeon, he stated that there were no issues associated with the stapling device. The patient death was due to sleep apnea and by the patient not wearing CPAP mask.